Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during check, the cardiosave intra-aortic balloon pump (iabp) handle is hard to push down. There was no patient involvement.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the slide handle on the cardiosave intra-aortic balloon pump (iabp) broke. There was no patient involved.

Manufacturer narrative:
In order to fix the issue, the fse replaced the slide handle assy (0997-00-0587). The unit then passed all functional and safety checks and was returned to service.